Event description:
It was reported that during use the pump would not regulate pressure and when shut off the pump rollers would continue to turn. The unit was switched out and the procedure was completed without any further problem. There was some swelling to the patient's knee but no medical/surgical intervention was required and there was no surgical delay related to this event.

Manufacturer narrative:
Investigation findings: an evaluation was unable to confirm the reported problem of the unit not regulating pressure. However, further testing of the pump found that it was unable to regulate flow which is related to the unit being out of calibration. Conmed linvatec repair records for this pump show that the unit is overdue for preventive maintenance. The customer will be contacted for any additional inservicing needs regarding the care, use and maintenance for this pump.